Event description:
It was reported that on (B)(6) 2026, during a selenia 3 dimension mammography procedure, the customer described an abnormal c-arm motion characterized by sudden ¿jumping¿ and a loud ¿thump¿ during mediolateral oblique (mlo) views and tomosynthesis sweeps. The event was accompanied by additional smaller movements and mechanical noise. Upon notification, the site was advised to discontinue use of the system. No patient or user injuries were reported, and no accidental radiation exposure occurred. A hologic field service engineer (fse) was dispatched to the site for evaluation and to confirm the problem. The fse verified the reported issue and consulted technical support. The grid assembly is recommended for replacement. Following the completion of repairs and calibrations, the system successfully performed tomosynthesis sweeps and was confirmed to be operating within manufacturer specifications. No abnormal motion was observed at the conclusion of service. No further information is currently available.